Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a fluid leak and urethral atrophy. A new aus was implanted without reported complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed and the cause of the leak observed clinically could not be confirmed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.